Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info has been requested. (B)(4).

Event description:
A clinical manager reported following insertion of an intraocular lens (iol), the surgeon noted the haptic was twisted/wrong way round. The iol was exchanged through an enlarged incision. The event caused a twenty minute delay in the surgical procedure. Additional info has been requested.